Manufacturer narrative:
The reported events of "capsular contracture, baker grade IV" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late.

Event description:
Patient reported unknown side "has symptoms of grade 4 prosthesis contracture and semora (as reported) formation." Device remains implanted.